Event description:
It was reported that during a cagb procedure, errors were displayed many times. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specs for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code to be given.